Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a small amount of pericardial effusion was confirmed via post-operative echocardiogram. A perforation of the coronary sinus (cs) was suspected in conjunction with intraoperative imaging and computerized tomography (CT) findings. It was the physician's assertion that the event was caused by the delivery catheter. A procedure to drain the effusion was performed. After reoperation, contrast medium leaked from the cs and the suspected perforation was observed. The tip of the newly implanted left ventricular (lv) lead was found in the blood vessel. The lead was removed and it was noted that the helix was deformed, possibly due to product defect.. A new lead was placed. After the new lead was placed, the area where the perforation had been observed was checked again with contrast medium with no evidence of leakage. Echocardiography showed no tendency for an increase in pericardial effusion; however, the drainage catheter was left in place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5; h6 device codes (fdd/annex a). Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the left heart lead was extrinsically stretched. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a small amount of pericardial effusion was confirmed via post-operative echocardiogram. A perforation of the co ronary sinus (cs) was suspected in conjunction with intraoperative imaging and computerized tomography (CT) findings. It was the physician's assertion that the event was caused by the delivery catheter. A procedure to drain the effusion was performed. After reoper ation, contrast medium leaked from the cs and the suspected perforation was observed. The tip of the newly implanted left ventricular (lv) lead was found in the blood vessel. The lead was removed and it was noted that the helix was deformed, possibly due to product defect.. A new lead was placed. After the new lead was placed, the area where the perforation had been observed was checked again with contrast medium with no evidence of leakage. Echocardiography showed no tendency for an increase in pericardial effusion; however, the drainage catheter was left in place. No further patient complications have been reported as a result of this event. It was clarified that the lead helix was stretched. It was also noted that while the tip of the lead was found in the blood vessel, it was confirmed that a part of the lead was outside the blood vessel where the vessel was damaged by the catheter.